Event description:
Stent introduced and balloon would not deflate sufficiently to detach from stent. Device was inflated to 12 atms for 45 seconds prior to attempt at deflation/removal. It occluded artery for approx 5-minutes before it could be removed. Doctor noted great effort required to remove the guider, wire sheath and balloon. No adverse result for pt.